Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the component (nebulizer cable to be connected with the ventilator) failed to meet its specifications at the time of the event while there was no reported patient's involvement. The root cause was determined to be a defective cable. In consequence, the cable was replaced. There was no patient or user harm.

Event description:
The aerogen nebulizer cable does not work. There is not physical damage on it. Intermittently loses connection if there is slights movements on him, so it stops the nebulization from time to time. It is a persistent problem with this type of cable.